Manufacturer narrative:
Additional information received 21st of may 24: it was reported that on completion angiogram, a small amount of contrast was seen in the middle of the aneurysm. The physicians did not see any connection to the neck or to ima or lumbar artery. Thus the endoleak type could not be confirmed. It was commented that these type of small endoleaks disappear during the first months. Continuation of d11: the section d information references the main component of the system. Other relevant device(s) are: etlw1616c124ee s/n:(B)(6); use by date: 2026-01-31; upn #00763000574994. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa .  It was reported on the same date, an unknown endoleak was diagnosed. There were no patient symptoms/injuries related to this event. The sponsor assessed the unknown endoleak as possibly related to the device and procedure.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.